Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that customer was hospitalized due to low blood glucose of below 85mg/dl on (B)(6). The customer's parent reported that the paramedics came prior to hospitalization. Customer also experienced seizure. Customer was treated with glucagon shots. Customer was wearing insulin pump during hospitalization. Insulin pump will not be returned for analysis.